Event description:
It was reported that during a water vapor therapy procedure, error 480 (sensor interface error) occurred. The procedure had to be canceled due to the error. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a water vapor therapy procedure, error 480 (sensor interface error) occurred. The procedure had to be canceled due to the error. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Upon receipt of this generator at the service department, it was thoroughly analyzed. Analysis of the generator did not confirm the reported error 480 (sensor interface error) as the error was unable to be replicated. Analysis did identify the peristatic pump was making intermittent noise, and the date and time were not holding, pointing to an issue with the sbc (single board computer). The pump and the sbc were replaced. All required upgrades were applied. The generator passed full functional and electrical safety testing. The review completed on the DHR for this generator confirmed that it met specification prior to release, and the most recent generator inspection found it to be fully functional with no issues. While error 480 was not able to be duplicated, it is probable that an electrical issue with the sbc could have contributed to the reported event. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.